Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair recurrent hernia." It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for repair of an incarcerated umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2007 - the patient underwent an additional surgery to repair recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for repair of an incarcerated umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2007 - the patient underwent an additional surgery to repair recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was resected free and the incarcerated omentum was reduced. A ventralex mesh (device #1) was then placed into the hernia defect and brought up snugly against the anterior abdominal wall.¿ on (B)(6) 2007 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of old mesh (device #1) and implant of composix kugel patch (device #2). Per operative notes, ¿within the deep tissue, an old piece of mesh was encountered. The hernia had reoccurred to the right side of the mesh and there was some omentum that was incarcerated up into the hernia sac. This was dissected free and the old piece of mesh was removed (device #1). All the adhesions had been freed up and the omentum that was stuck up in the hernia sac had been lysed and reduced back into the abdominal cavity. A composix kugel patch (device #2) was placed in an intraperitoneal fashion with the ptfe side towards the abdominal viscera and the polypropylene surface towards the undersurface of the abdominal wall.¿ attorney alleges that the patient had hernia recurrence, organ perforation, adhesions, mesh removal, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair recurrent hernia." It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date and date of event. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair with the mesh removal. Review of manufacturing records confirms product was manufactured to specification. The adverse reaction section of the instructions-for-use, supplied with the device list adhesions as a possible complication. Updated fields: a2, a4, b4, b5, b7, d1, d.6b (date of explant), e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: b3 (date of event), h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.